Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery longevity was affected due to the output programmed on the left ventricular port. The device was explanted and replaced, and extended longevity is expected with the new device because the output was programmed normally. No patient complications have been reported as a result of this event.